Event description:
It was reported that patient has pih 8 months after treatment and issue is not resloved. Patient sought medical intervention including fractional lasers and pico laser technology which still has not resolved.

Manufacturer narrative:
There is no evidence that the device contributed to the adverse event. However, if we are made aware of new information we will reassess.